Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. There was no instrument-to-instrument or system arm-to-arm interference. Yes, there was a cord hanging on the surgeon console, seemingly causing the controls to drift on its own. The case just started; no action was taken yet. The issue was resolved by removing the cable from on top of the surgeon console and doing a full power cycle reset. There was no patient injury or harm. The device was not inspected prior to use. No damage or anything. No media available for review. The issue occurred less than 1 minute after docking the robot.

Manufacturer narrative:
The reported event was addressed with phone support. The issue was resolved after the customer power cycled the system and hard cycled the ssc. The customer reported no further issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the master tool manipulator right (mtmr) was drifting when the surgeon was taking his head out of the high-resolution stereo viewer (hrsv). The customer informed the intuitive surgical, inc. (Isi) technical service engineer (tse) that when the surgeon put his head back in the hrsv, the mtmr would not move back to its working position. The tse had the customer power cycle the system and hard cycle the surgeon side console (ssc), system powered back up, and mtmr no longer drifted. The customer was moving forward with the case. The procedure was completed as planned with no reported injury.